Manufacturer narrative:
Consumer threw product away, product not returned.

Event description:
Consumer stated that the equate flex toothbrush brush head broke once she started to use it. Later it was discovered that the tuft carrier was not attached to the arm. Consumer was not able to use the brush head as the tuft was completely detached. She threw away product.